Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The customer did not provide a serial number for the issued device. Since the serial number is unknown for the manufacturer, field d4 was left blank. In the course of receiving the serial number, un update of this report will be issued and sent to the competent authority. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: oxygen cells, with part number 396200, were faulty. The customer received a "low oxygen" error after replacing new oxygen cells on a hamilton-t1.

Event description:
The event description according to the customer is as follows: oxygen cells, with part number 396200, were faulty. The customer received a "low oxygen" error after replacing new oxygen cells on a hamilton-t1.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The customer did not provide a serial number for the issued device. Since the serial number is unknown for the manufacturer, field d4 was left blank. In the course of receiving the serial number, un update of this report will be issued and sent to the competent authority. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields have been updated. Issues detected during the installation of a new spare part to device ("out of the box") are not considered reportable. Before clinical use on a patient, every new spare part to the device undergoes installation, inspection, and functional checks. Additionally, all devices perform self-tests and calibration before being used to ventilate a patient. As a result, any such issue would be identified and addressed before patient use, ensuring that no undetected malfunction could pose a risk.